Event description:
During coil embolization procedure of an aneurism/tumor (4.7 mm, 4.8 mm), the orbit helical fill 2 x 8 coil ((B)(4)) unwinding during advancing. The trufill coil was changed to another one to complete the procedure. A prowler select lp es (mc) microcatheter was used ((B)(4)) and the tip was not re-shaped. After the event, the entire coil and delivery system was removed from the patient. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction was noted between the coil system and microcatheter, and the microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, elongated, unraveled, stretched, etc), and the coil remained attached to the delivery system. No aneurysm or vessel characteristics were provided. There was no reported adverse event associated with the event, and the product will be returned for analysis.

Manufacturer narrative:
A non-sterile orbit helical fill 2x8 was received coiled inside of plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and it was found without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were fond without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - stretched" was confirmed during the analysis. The conditions of the embolic coil and the damages found on the device could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15408664 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but has not been returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During coil embolization procedure of a 4.7mm x 4.8mm aneurysm, the orbit helical fill 2x8 coil (637hf0208/15408664) unwound during advancing. The entire coil and delivery system was removed from the patient with the coil still attached to the delivery system. The coil was changed to another one to complete the procedure. A prowler select lp es (mc) microcatheter was used (606s155x/15544173) and the tip was not re-shaped. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and the coil was not left in the aneurysm while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and there was no resistance/friction was noted between the coil system and microcatheter. Other that what was reported, no other damages were noticed on the device and the coil remained attached to the delivery system. No aneurysm or vessel characteristics were provided. There was no reported adverse event associated with the event. A non-sterile orbit helical fill 2x8 was received coiled inside of plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and it was found without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were fond without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The returned device was confirmed to have a stretched coil. Based on the reported procedural information and analysis, the root cause of the reported event, conditions of the embolic coil and the damages found on the device could not be conclusively determined. However based on the analysis and the device history records there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.